Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2013-03270.

Event description:
The customer reported using the reservoirs affected by the recall, which caused her high blood glucose. The customer stated that she just got out of rehab due to an open heart surgery. No further information was provided.